Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6). Corrected fields: d4, h8. Updated fields: b4, d8, d9, e1 (event site name), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. The failure analysis and testing department received the assembly power slot interface pcba the assembly is made of the following parts: shielded cable, e cable:cap, e cable:cap, power supply interface board this assembly was received with a reported unit failure of battery on bay 1 not charging. The fat dept. Performed a visual inspection of the part received and observed a burned pcb trace on j2. Due to the damaged trace on j1 of the board, it cannot be installed and investigated any further. Retaining all the parts in the failure analysis and testing department per procedure number 0002-07-d008. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer biomed reported batteries were not charging. Confirmed reported complaint that bay 1 was intermittently not charging the battery. Conducted extensive troubleshooting and noticed battery in bay 1 would intermittently discharge. Replaced slot interface board (d997-00-1187) and detected charring on the solder joints for the bay 1 connector. Reassembled unit and confirmed batteries in both bay 1 and bay 2 were now charging properly. Also completed battery bay operational check. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) batteries are not holding a charge. There was no patient involvement.